Manufacturer narrative:
Preliminary investigation performed by r&d product manager: looking at the photo attached to the complaint it is visible that the terminal is blocked inside the cup. It is not possible to determine the root cause. More details will be added during the visual inspection.

Event description:
During cup impaction the terminal remained stuck in the cup. The instrument was removed and used to implant a back-up shell. The surgery was completed successfully with 10 minutes of delay.

Manufacturer narrative:
On june 25th 2019 we have received the instrument back. Visual inspection performed by r&d project manager: during the analysis it is evaluated that the threaded part of the terminal is scratched and the balinit coating is asported on some areas. It seems that these scratches caused the fixation of the terminal into the cup threaded hole. Batch review performed on 25 june 2019: lot 1652677: (B)(4) items manufactured and released on 11-nov-2016. This is the second similar event on this batch.